Event description:
The patient experienced reduced therapy with multiple motor stalls. The pump was replaced and the patient recovered without sequela. The catheter was not replaced. The drug being administered via pump was dilaudid and bupivicaine.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.